Manufacturer narrative:
Per tandem's user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin. Customer's blood glucose level was 450 mg/dl, and customer was taken to the intensive care unit (ICU). At the time of the report with tandem technical support, the customer had not been released from the ICU. Multiple attempts were made to follow up with the customer on the reported issue; however, no response was received.